Event description:
Related manufacturer reference numbers: 2017865-2022-00060. It was reported that the patient presented in clinic with noise on the right ventricular (rv) lead and the atrial lead. The rv lead and the atrial lead were both capped and replaced on (B)(6) 2021. Patient condition was stable.